Manufacturer narrative:
The product was returned for investigation and the reported failure mode was not confirmed. The failure mode will be monitored for future reoccurrence. Visual inspection : the returned unit was a 50s xl probe, the returned unit was visually inspected under microscope. Electrode and ceramic still attached on the tip. Wear marks, burnt stains were observed on the probe tip. Functional inspection: the probe was connected to a crossfire console the alleged claim of continuous activation cannot be duplicated due to the probe condition (not working). However an excessive amount of fluid ingress observed on the buttons dome after the unit was dissected could cause a short circuit and contribute the continuous activation failure. According to the activation history obtained from the serfas reader box the device was activated a total of 41 instances. The probable root cause/s could be a leak which permitted water to ingress into handle where the electrical components are causing a short circuit, user accidentally submerges device in saline, inadequate gluing operations (tip and core/lumen) or inadequate gluing/welding of core to handle.

Event description:
It was reported that the serfas energy probe was engaging without the user stepping on the foot-pedal or pressing the hand control. The probe engaged with out outside activation. A second probe was opened and used for the case. Although there was patient involvement, there was no adverse consequence.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the serfas energy probe was engaging without the user stepping on the foot-pedal or pressing the hand control. The probe engaged with out outside activation. A second probe was opened and used for the case. Although there was patient involvement, there was no adverse consequence.